Event description:
Reportedly, as per sales rep, a 3000 25mm valve was explanted after being implanted for 77 months due to completely immobile leaflets. Heavy stenosis and calcification was found on one leaflet.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue of leaflets 2 and 3. The sections that are missing, possibly for pathology testing, measure to 2-3mm at mid of the free margin by 9-11mm into the cusp area at leaflet 3, and 7mm at the free margin by 7mm into the cusp area at leaflet 2 commissure 2. A cut is noted in leaflet 1, measures to approximately 11mm at the free margin into the cusp. Calcification is heavy in the cusp area of all three leaflets. At the free margins, calcification is moderate to heavy at leaflets 1 and 2 and moderate at leaflet 3. Dense extrinsic calcification is evident at the free margin of leaflets 1 and 2 at commissure 2. Calcification most likely restricted mobility in the leaflets and led to stenosis. Minimal host tissue is detected at the stent inflow. The x-ray demonstrates calcification. The wireform is exposed at the outflow aspect, due to cuts in the sewing fabric, most likely due to explant. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device manufacturing quality deficiency that may have caused or contributed to this event.